Event description:
Ventilator was in use on a patient when a low pressure alarm began sounding. Respiratory tech. Notified engineering department (hospiotal dept. Of engineering). Patient was placed on a back-up ventilator and engineering found the problem to be a defection hose and notified the facility. The factory is sending new hose and clampsdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: manufacturer. Service records available.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design - inadequate. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.